Event description:
Customer left a voice message for corporate product surveillance (cps) on (B)(6) 2012 to request callback to discuss "one of our offices has a problem with a flo-gard pump 6201." On (B)(6) 2012 the facility clarified that failure code f-94 was the specific problem being reported; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The customer?s reported condition of a pump with damaged battery was not confirmed by service. The cause of the reported condition was not determined. The pump was not returned for evaluation; there were no repairs made to this device. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.